Event description:
It was reported that the insulin pump stopped working due to a battery problem. Nothing further was reported.

Manufacturer narrative:
The display was blank due to the battery contact spring being broken off.